Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was struggling at times due to 2:1 heart block as they are a runner. It was also reported the right atrial (ra) lead was far field r-wave (ffrw) oversensing. Reprogramming is planned and the implantable pulse generator (ipg) and lead remain in use. No further patient complications have been reported as a result of this event.